Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm the device was delivered and did not open despite several attempts. A new device was used to complete the surgery. The patient current status is normal. No patient injury was reported

Manufacturer narrative:
The flow diverter¿s pushwire with a torque device, the device braid, and the introducer sheath were returned for evaluation. The torque device was found attached to the proximal end of the pushwire. The torque device was removed with no issues. The flow diverter braid was detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The braid was fully open with both ends having moderate fraying and the middle section having no damage. No damages were found on the tip coil, capture coil, proximal bumper, or the introducer sheath. No kinks or bends were found on the pushwire. Based on the analysis findings and the reported details, the report of failure/incomplete to open event was not confirmed. The cause for the reported experience could not be determined as the returned flow diverter braid was fully open with both ends having damage (fraying). It is possible that the damaged braid may have contributed to the reported events. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): after the distal end of flow diverter has successfully expanded, deploy the remainder of flow di verter by pushing the delivery wire and/or unsheathing the flow diverter. Manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate the expansion of the flow diverter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.